Event description:
On (B)(6) "201". The staple was found loose during using on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73a2100746 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the trigger was partially engaged. The bottom was detached from the cover block. The bottom, rail, and pusher were returned loose. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "loose parts - staples" was confirmed based on the returned sample. The stapler was returned with the bottom detached from the cover block. The bottom, rail, and pusher were all returned loose. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue.

Event description:
(B)(6) 2021, the staple was found loose during using on the patient.